Event description:
It was reported that "revised an ulna component because it was broken. No further details available, surgeon told rep he did not know how it broke."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.